Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The backup battery failed testing. No patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The customer refused philips services and the device has not been repaired. No further information is available.

Event description:
The backup battery failed testing. No patient involvement.